Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of a questionable result for one patient sample tested with the elecsys troponin t high sensitive (tnt) assay on a cobas e601 module. The initial tnt result was 145.7 pg/ml. The result was reported to emergency room staff. The patient was held for observation for three hours. A new sample was drawn with a tnt of 40.26 pg/ml. The initial sample was retested with a result of 45.60 pg/ml. An additional result of 45.58 pg/ml was provided. It is unclear which sample generated this result. There was no allegation of an adverse event. The lot number of the tnt reagent was 195500; the expiration date was 02/28/2018. Quality controls before and after the event were in range. The alarm trace from the analyzer did not provide any information relevant to identifying a root cause. The field service representative visited the site. He exchanged the various parts and found loose screws on the reagent probe. The customer has been measuring samples in duplicate since the event and has had no further issues. The investigation was unable to determine a root cause, but found the actions taken during the service visit addressed the cause of the issue.